Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Device did not meet 99.9% expected longevity, cause unknown. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at elective replacement indicator (eri). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data shows min bat of 2.64 volts in week of (B)(6) 2011, is before rrt of 2.62 volt.

Event description:
It was reported that the physician was concerned about the device experiencing a "large drop in voltage in one year." The device is suspected of having premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.